Event description:
The following devices were inserted into a patient for treatment of a left main and lad: 6f input guide catheter (MFR report # 1220452-2010-00034), 7f input guide catheter (MFR report # 1220452-2010-00035), 7f input guide catheter (MFR report # 1220452-2010-00036), launcher 7f ebu3.75 (MFR report # 1220452-2010-00024), jr catheter, (B) (4) (MFR report # 1220452-2010-00030), jr catheter, (B) (4) (MFR report # 1220452-2010-00031), 0.038 ptfe guidewire (MFR report # 1220452-2010-00032), 0.038 ptfe guidewire (MFR report # 1220452-2010-00033), zinger light support 180cm (MFR report # 1220452-2010-00025), 2.00mm x 3.00mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-01086), 2.00mm x 20mm sprinter legend rx balloon dilatation catheter (MFR #2953200-2010-01087), 3.50 x 20mm sprinter legend rx balloon dilatation catheter (MFR report # 2953200-2010-00863), 4.00mm x 12mm nc sprinter rx balloon dilatation catheter (MFR report # 2953200-2010-00864), 3.00mm x 9mm nc sprinter balloon dilatation catheter (MFR report # 2953200-2010-01085), 2.25mm x 14mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00674), 2.50mm x 14mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00675), 3.50mm x 15mm endeavor resolute rx drug-eluting stent (MFR report # 2953200-2010-00676). Lesion morphology was reported as small calcified diffusely diseased coronary arteries with significant stenosis of the left main, proximal cx and lad and origin diagonal. The lad and diagonal were pre-dilated, followed by the implantation of 3 stents. There were no reported issues encountered with use of the medtronic devices during the index procedure. The patient is reported to have tolerated the index procedure reasonably well and there was a good angiographic result. The patient's condition deteriorated after pci and was transferred to coronary critical care. The post operative course reported episodes of chest pain and troponin rise. Re-assessment of the coronary stents was completed 6 days post the index procedure. It is reported that the patient had an emergency re-catheterization. The previously implanted stents were found to be open with no evidence of thrombus and the main arteries were open but no filling of the small side branches were observed. In an attempt to provide even better angiographic result, the following devices were used during the revascularization procedure, without improvement in the patient's condition: 6f input guide catheter (ref MFR report # 1220452-2010-00040), 0.038 ptfe guidewire (ref MFR report # 1220452-2010-00038), zinger light guidewire (ref MFR report # 1220452-2010-00039), 6f ebu 3.75 guide catheter (MFR report # 1220452-2010-00037), 2.50mm x 20mm sprinter legend rx balloon dilatation catheter (MFR # 2953200-2010-01088), 4.00mm x 20mm sprinter legend rx balloon dilatation catheter, 2.00mm x 20mm sprinter legend rx balloon dilatation catheter, 2.50mm x 9mm nc sprinter balloon dilatation catheter (MFR report # 2953200-2010-01093), 2.25mm x 12mm endeavor resolute drug-eluting stent (MFR report # 2953200-2010-01091), 2.25mm x 8mm micro-driver bare metal stent (MFR report # 2953200-2010-01092). There were no reported issues encountered with use of the medtronic devices during this intervention. It is reported that the patient died later that day. An autopsy was performed which showed extensive myocardial damage. The case file and reports in relation to the patient were made available for clinical review. It is the opinion of the clinical reviewer that the most likely cause of death can be attributed to renal failure, severe coronary artery disease, hypotension, and heart failure.

Manufacturer narrative:
(B) (4): method: autopsy report. Results: death; diseased coronary arteries; renal failure. Conclusions: renal failure, severe coronary artery disease, hypotension and heart failure.